Manufacturer narrative:
Additional narrative submitted in previous report but was not seen in the submitted report. Additional b5 narrative: to be specific, it occurred in the process of inserting the outer sleeve/catheter into the procedural sheath. It appears that the outer sleeve hit the edge of the sheath hub and then the sleeve split, exposing the sealant to blood. This made it difficult for the user to insert the device into the sheath hub because the swollen sealant made the distal shaft profile larger than desired. Please note UDI number field, d4 was updated in the previous report, (B)(4). Analysis: a non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed with the stopcock open. The syringe was not connected to the device. The sealant sleeve assembly was kinked/bent with the side slits slightly open. The sealant was not exposed along the catheter, remaining in the manufacturing position and exposure to blood. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the current mynx control instructions for use (IFU). Simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. The slit length was verified and noted to be within specification. Catheter working length from distal end of sheath catch to proximal end of balloon was verified and noted to be within specification. Visual inspection at high magnification ((B)(4)) showed that the sealant sleeve assembly was kinked/bent, and that the sealant was not exposed along the catheter, remaining in the manufacturing position and exposure to blood as received. There was no frayed, split or torn observed in the sealant sleeve assembly, nor was in the atraumatic tip of the returned device. Review of lot f2123801, UDI# (B)(4), revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as frayed/split/torn-in patient was not confirmed. However, visual inspection of the returned device revealed that the sealant sleeve assembly was kinked/bent outward, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the failure as reported. Yet, the exact cause of this incident could not be determined from the information provided. The sealant of the returned device was not exposed along the catheter, and no functional non-conformities were found on the device during the device failure investigation. The returned device performed as intended per the mynx control IFU. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as deployment difficulty-premature was not confirmed, and the exact cause of this incident could not be determined from the information provided. Neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As the 6/7f mynx control vcd was advanced through the sheath, even though the user was holding the sheath hub in position and supporting the distal end where the sealant was present, the outer sleeve split then it could not insert the device into the sheath hub, so it could not be used on the patient. However, it seemed that the sealant was exposed to blood and then it swelled. Hemostasis was achieved with another mynx device, and the patient recovered. There was no reported patient injury. The type of procedure the mynx control vcd was used in was a pci. The procedure used a retrograde approach. The device was stored and prepped per the instructions for use. The sealant and buttons were observed to have remained in the manufacturing position. The access site was the femoral artery. The deployer was mynx certified. A 6f non-cordis sheath was used in the procedure. The device was stored and prepped per the IFU. The sealant was exposed during preparation, outside of the patient. There was no excess force applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site and no tortuosity at the access site. The access site was not tortuous. The sealant was observed to remain in the manufacturing location, but it expanded and cracked the outer sleeve. Additional patient and procedural details were requested but were not available. Additional information was received that the event occurred in the process of inserting the outer sleeve/catheter into the procedural sheath. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The syringe was not connected to the device. The sealant sleeve assembly was kinked/bent with the side slits slightly open. The sealant was not exposed along the catheter, and remained in the manufacturing position. The sealant was exposed to blood. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length was verified and noted to be within specification. Per microscopic analysis, the sealant sleeve assembly was kinked/bent, and that the sealant was not exposed along the catheter, remaining in the manufacturing position. The sealant was observed exposed to blood. There was no frayed, split or torn observed in the sealant sleeve assembly, nor was in the atraumatic tip of the returned device. A product history record (phr) review of lot f2123801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves frayed/split/torn-in patient¿ and ¿deployment difficulty-premature¿ we not confirmed during analysis of the returned device. However, visual inspection of the returned device revealed that the sealant sleeve assembly was kinked/bent, which may have been what the user was experiencing. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As the 6/7f mynx control vcd was advanced through the sheath, even though the user was holding the sheath hub in position and supporting the distal end where the sealant was present, the outer sleeve split then it could not insert the device into the sheath hub, so it could not be used on the patient. However, it seemed that the sealant was exposed to blood and then it swelled. Hemostasis was achieved with another mynx device, and the patient recovered. There was no reported patient injury. The type of procedure the mynx control vcd was used in was a pci. The procedure used a retrograde approach. The device was stored and prepped per the instructions for use. The sealant and buttons were observed to have remained in the manufacturing position. The access site was the femoral artery. The deployer¿s mynx training was mynx certified. A 6f non-cordis sheath was used in the procedure. The device was stored and prepped per the IFU. The sealant was exposed during preparation, outside of the patient. There was no excess force applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site and no tortuosity at the access site. The access site was not tortuous. The sealant was observed to remain in the manufacturing location, but it expanded and cracked the outer sleeve. Additional patient and procedural details were requested but were not available. The device will be returned for analysis.